Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 02 feb 2023 from the home therapy nurse (htn) of a 60 year old female patient with a medical history of multiple comorbidities and end stage renal disease who was approved for performing solo home hemodialysis therapy, stating the patient expired during a hemodialysis treatment on (B)(6) 2023. Additional information was received on 02 feb 2023 from the home therapy nurse (htn) who confirmed the patient was found expired the following day with her needle (nos) dislodged. Per the nephrologist, the cause of death was determined to be cardiac arrest.